Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display was blank upon startup. The user turned off the pump, and a few seconds later the pump was turned back on. The display was visible for a few mins, then the display began to flicker. The device was used for the procedure. Control of the pump remained available through the central control monitor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.